Event description:
It was reported that sensing thresholds decreased, and the device was showing loss of ventricular sensing. Lead dislodgement was observed. The lead was successfully repositioned.

Manufacturer narrative:
No medwatch form was received.